Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that while malleting a tamp onto the implant during implantation, the cage fractured. The superior edge of the implant fractured and the locking mechanism came loose and was able to extract the pieces. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that event occurred during normal usage of implant. Procedure involved in the event was c6-7 anterior cervical discectomy and fusion (acdf).